Event description:
Placed a double lumen PICC on a post heart transplant patient, almost at the end of procedure, while checking for blood return purple port was drawing air. Changed needleless connector 3 times and still drawing air. We had to rewire the defective PICC that took us longer to place.